Manufacturer narrative:
Image review: one 3mensio video clip was provided, displaying scrolling computed tomography (CT) imaging of the aortic valve from the valve inflow to outflow. The implant appears shallow, with the inflow possibly positioned at or above the native basal plane. Calcification is observed outside the transcatheter aortic valve (tav) frame within the native cusps, and protruding calcification is noted inside the tav frame near the non-coronary cusp (ncc) at the inflow. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 7 years and 10 months following the implant of a transcatheter aortic valve, central regurgitation of severe severity was identified. Subsequently, a 23 mm non-medtronic was implanted valve-in-valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.